Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had audio anomaly. The customer blood glucose level was 127 mg/dl at the time of incident. Customer stated they performed audio test and it was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device also passed tone check and vibrate check on self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No hardware low level failures noted during testing or in the formatted history file.